Event description:
In (B)(6) 2012, it was reported that the patient underwent a posterior colporrhaphy and a second mesh procedure due to recurrence of her symptoms of stress urinary incontinence and uterovaginal prolapse. It was reported that the patient experienced irritable bladder, un-resolving utis and irregular vaginal bleeding. It was reported that the patient experienced suprapubic abscess and underwent incision and drainage performed in (B)(6) 2019 and in (B)(6) 2019. It was reported that the patient underwent a laparotomy on (B)(6) 2019 and removal surgery of the two implanted mesh was performed, sinus tracts from the abdominal wall and repair of the urethral defect. The patient had a previous mesh implanted on 2009 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2019. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2019. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2019.